Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation did not duplicate the complaint for probe check error. No error messages were generated during evaluation. There was also no damage to the probe. Instead the evaluation found tissue on the device, indicating its use during a procedure. The teflon pad was also partially split off and lifted from the jaw at the distal tip, exposing metal underneath the pad. Based on similar reports, a potential cause for the damage to the teflon pad is operator¿s technique. The device instruction manual contains several warning statements to prevent thermal and mechanical damage to the teflon pad: ¿do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected.¿ ¿do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects¿. And ¿do not activate output while applying the probe tip to the tissue with a strong force, grasping thick tissue or twisting the handle.¿ as a preventive measure in the event of device malfunction, the instruction manual also recommends that a spare device be available during the procedure.

Event description:
Olympus was informed that at the start of an unknown procedure, the device had a probe check error when first connected to the generator. There was no reported patient injury.